Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The defib conductor was found to be fractured and distorted. Blood/body fluid was found on the outer tubing overlay, which was also kinked/buckled, melted, and exhibited cosmetic environmental stress cracking (esc). There also was an outer tubing esc breach/breach (non-electrical). A white substance was found on the exposed defib coil. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent, with tissue present on the helix.

Event description:
It was reported that the lead was fully explanted due to infection. No patient complications have been reported as a result of this event.